Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. Insert MFR report no here was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.